Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited noise which was reproducible by moving the patient's arm over the chest. No interventions were performed and no patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular (rv) lead exhibited noise over-sensing and caused pacing inhibition. The rv lead was explanted and replaced. The patient was stable before, during and after the procedure and was discharged from the hospital.